Event description:
As reported by pt's mother: a blackened area (approx 1/4") indentifed inside tubing at the y-port site. Described as looking like mold. Identified about 1 hr after start of tpn infusion. Tubing changed.